Manufacturer narrative:
Concomitant: product ID neu_unknown_lead, serial# (B)(4), product type lead; product ID neu_u nknown, serial# (B)(4), product type unknown. (B)(4).

Event description:
It was reported the patient had a new lead implanted to cover below the knee pain. It was noted the patient was an above the knee amputee and wanted stimulation below the knee so a lead was added to cover the patient phantom limb pain. It was noted the patient¿s implantable neurostimulator and a lead were implanted in 2011. The reporter stated the patient¿s healthcare professional added a lead to the 8-15 junction. Additional information received reported the patient was able to get coverage of their pain. The reporter stated they met with the patient post operatively and they had good results.